Manufacturer narrative:
Trackwise # (B)(4). The lot # 25150457 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). They loaded the seal and pulled it out, but the seal was deformed and could not be loaded inside the main body. It seems that the delivery device was pushed in by releasing the pushed state of the wing part at the time of loading. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). They loaded the seal and pulled it out, but the seal was deformed and could not be loaded inside the main body. It seems that the delivery device was pushed in by releasing the pushed state of the wing part at the time of loading. A replacement device was used to complete the procedure. The hospital did not report any patient effects.